Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that patient was on arctic sun device, the water temperature was 40c and patient temperature was reading lower than what their bedside monitor shows. Nurse was concerned it would cause overshoot. Foley probe and esophageal probes in place. Arctic sun device reads patient temperature was 32.1c. Probes plugged into bedside monitor showed the patient temperature was 37.4c. Mss advised that they need to swap out temperature cable that inputs patient temperature to arctic sun device. Per additional information received via follow-up on 06-oct-2022, nurse stated that it ended up being an arctic sun device issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to faulty temperature cable. It was known that the device did not meet specifications and the device was influenced by the reported failure. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and states that the : the reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was on arctic sun device, the water temperature was 40c and patient temperature was reading lower than what their bedside monitor shows. Nurse was concerned it would cause overshoot. Foley probe and esophageal probes in place. Arctic sun device reads patient temperature was 32.1c. Probes plugged into bedside monitor showed the patient temperature was 37.4c. Mss advised that they need to swap out temperature cable that inputs patient temperature to arctic sun device. As per additional information received via follow-up on 06oct2022, nurse stated that it ended up being a arctic sun device issue. As per additional information received via follow-up on 17oct2022, nurse stated patient was able to complete therapy after cable was switched to a new one. Previous nurse was misinformed, no device issue. No patient injuries was reported.